Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. At a later date, further episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and provided new reprogramming parameters, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will be continued to be monitored.